Event description:
Doctor reported event of "dysphagia" from journal article: "laparoscopic revision of gastric band surgery", anz j surg 80 (2010) 350-353. This medwatch represents three events of dysphagia. There is no additional information provided for individual events. During additional follow-up, the physician stated, "most of these adverse outcomes were related to the inamed/allergan band¿." Since we have been unable to obtain information as to which band was involved in which adverse event allergan will report all events because it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Dysphagia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."